Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was received, which indicated that the pt had a pump exchange. Power spikes, pump thrombus, and hemolyzing were reported.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.